Event description:
Caller reported a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and decided to replace the pump under warranty. The customer was instructed to return the faulty pump using the provided return box and label, and to program their settings into the replacement pump. Additionally, the customer was advised to connect their cgm to the new pump and use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.